Event description:
It was reported the customer had several reservoirs leaking. The customer's blood glucose was 173 mg/dl. The customer stated the leaks occurred when she was filling her reservoir. Troubleshooting did not find any insulin/fluid under her lcd display. Further troubleshooting did not occur as the incident occurred in the past. Customer was advised to return the reservoir for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).